Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up with the clinic that they noted no performance issue with the patient¿s ICD system prior to the patient¿s death, and the patient¿s death was not related to the ICD system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient¿s family stated that the patient¿s implantable cardioverter defibrillator (ICD) was ¿acting up¿ prior to the patient¿s death.